Event description:
It was reported that a revision was performed due to a dislocation/luxation.

Manufacturer narrative:
The affected devices were returned and evaluated. Analysis performed by our research department note that there was damage along the inner and outer liner rims, which was most likely caused due to impingement with the neck portion of the stem. This is also consistent with the reported dislocation. There was also damage along the rim consistent with deformation likely sustained during removal of the device. The bipolar head freely articulated against the outer liner. The returned locking ring was deformed and had been cut, likely upon removal of the device. Scratches and deformation were observed on the femoral head articulating surface, which was caused from the reported dislocation. Deformation along the femoral head rim was also observed, which likely occurred upon removal of the device. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.